Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer pfo occluder was selected for implant. During the device deployment the distal disc was noted to present in a cobra deformation. The device was removed and manipulated in a bowl of saline, loaded again and deployed in the defect. Again, during deployment the device presented in a cobra deformation. The device was removed and replaced with a 25 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable with no adverse events. No additional information was reported.

Manufacturer narrative:
Additional information: d6b, d9, g3, h2, h3, h6, h10. An event of a cobra deformation was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.